Event description:
Per the clinic, the patient developed a seroma at the implant site; subsequently the site was drained on (B)(6) 2014. Superficial necrosis was evident at the site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.